Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The event was manifested by abdominal pain, diarrhea, and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Also, that same day, the patient started treatment with vancomycin (dose, route and frequency not reported) and ceftazidime (dose, route and frequency not reported) for peritonitis. On an unknown date, ciprofloxacin (dose, route frequency, and duration not reported) was added as treatment for peritonitis. Three days after the event onset, vancomycin was discontinued. The following day, the patient was discharged from the hospital. Seven days later, ceftazidime was discontinued and the patient was deemed recovered. On an unreported date, the patient¿s pd catheter was removed; though it was not reported if pd therapy was discontinued. No additional information is available.